Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called to inform that error 23030 appeared during surgery. The customer was not able to recover the fault, then the intuitive surgical, inc. (Isi) field service engineer (fse) advised the customer to restart the system and then perform a hard power cycle. Fault 23030 kept reappearing. The surgeon would be able to use system only if left master tool manipulator (mtm) was disabled. Surgeon decided to covert to laparoscopic. There was no report of injury to the patient. Intuitive surgical, inc. (Isi) contacted the technical support engineer and obtained the following information: the system functionality was checked upon powering on the system, and it was functional. The system initially powered on without errors. The customer reported that the errors on the left (mtm) occurred after the start of the procedure. The tse did not have information regarding if port incisions were increased or additional ports placed. The customer reported that there was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtm for evaluation. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Manufacturer narrative:
The master tool manipulator (mtm) has been returned and evaluated by the failure analysis team. The mtm was returned for failure analysis, and the reported failure was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The following parts will be replaced as a precaution: axis 2, counterbalance cable and spring and 2,3 counterbalance pot.

Event description:
Refer to h10/h11 for follow-up information.